Manufacturer narrative:
H10: one lot number was provided and a lot history review will be preformed, the second lot number is unknown. Of the two reported malfunctions, one device has been returned to the manufacturer for evaluation. The second malfunction is inconclusive as the sample was not returned. The company is still investigating the issue at this time. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900f vena cava filters allegedly experienced a detachment of the device or a device component. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the two reported patients, one patient's age, weight, and gender was not provided; the other patient was reported to be a 62-year-old female, weighing 110kg.

Manufacturer narrative:
H10: one lot number was provided and a lot history review will be preformed, the second lot number is unknown. Of the two reported malfunctions, one device has been returned to the manufacturer for evaluation; the evaluation is inconclusive for 1171 disconnection. The second malfunction is inconclusive for detachment as the sample was not returned. The devices are labeled for single use. H10: g4, h6( device code:1171). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900f vena cava filters allegedly experienced a detachment of the device or a device component. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the two reported patients, one patient's age, weight, and gender was not provided; the other patient was reported to be a 62-year-old female, weighing 110kg.

Manufacturer narrative:
One device has been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900f vena cava filters allegedly experienced a detachment of the device or a device component. This information was received from various sources. The alleged malfunctions each involved a patient with no known impact to the patient. Of the two reported patients, one patient's age, weight, and gender was not provided; the other patient was reported to be a (B)(6) year old female, weighing 110kg.